Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6947-65 lead, implanted: (B)(6) 2012; a 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. Additionally, it was reported that the left ventricular (lv) lead exhibited high threshold values. The lead remains in use. No patient complications have been reported as a result of this event.